Manufacturer narrative:
Medwatch sent to FDA on 07/31/2014. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions for use: as a matter of general principle, implantation of medical device is associated with a risk of infection.

Event description:
The (B)(6), reported after injection in the cheekbones with juvederm voluma with lidocaine the patient developed a "chronic infection" in the right cheekbone. The patient was seen in the "ambulatory anesthesiology and surgical unit" where deep samples were taken of the affected area. Immediate follow up of the patient was good.